Event description:
It was reported that this device was found to be operating in safety mode, which resulted in unwanted muscle stimulation due to the change in pacing rate. The physician suspected that the device battery was exhibiting premature depletion. The device was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. This device is expected to be returned for analysis, but has not yet been received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode. It was confirmed that critical therapy remained available. Review of device memory identified evidence that random access memory (ram) had been compromised, which can be indicative of power being lost and then restored. The device case was opened and the battery was removed and forwarded for detailed testing. Despite analysis, the root cause of the clinical observations could not be confirmed.

Event description:
It was reported that this device was found to be operating in safety mode, which resulted in unwanted muscle stimulation due to the change in pacing rate. The physician suspected that the device battery was exhibiting premature depletion. The device was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. This device was received for analysis.